Manufacturer narrative:
The patient complained of moderate pain and moderate swelling. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient include: extended penile or scrotal pain and discomfort and swelling. On (B)(6) 2016, the patient complained of mild swelling and pain. The patient was instructed to ice, elevate, and wear tubi-heal during the day and to remove at night. He was also instructed to take tylenol if the pain persists. It is noted by the medical staff that the swelling is minor and "not cause for concern." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, pain is listed as an anticipated adverse event. The instructions for use (IFU) also identify pain as a potential adverse event, which is communicated to the patient prior to implant. The date of the reported complaint is 6 days post-operation. Pain and swelling are common and anticipated side effects of any surgical procedure, especially close to surgical date when healing and recovery is still ongoing. The IFU states that pain can vary in both intensity and duration following device implantation. The patient was also informed that the time frame of healing can vary from person to person. Per email communication with the physician every 2 weeks following the procedure, the patient did not complain of further pain or swelling. The patient sent photo updates as discussed in post-operative guidelines, which showed healthy healing progress.

Event description:
Patient complained of moderate post-op pain and mild swelling.